Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator was reading zero and not analyzing. Although requested, patient involvement information was not provided by the customer.